Event description:
The customer reported no button response on the insulin pump. There was no significant event reported leading up to the issue. The customer's blood glucose value was 70 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to unlocked lcd connector. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).